Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was determined to be a combination of the test strip having a poor fill and the user had inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention .meter to meter comparison dr's device 176 (B)(6) 2015 12:00:00 am fasting. True 2 go 127 (B)(6) 2015 12:00:00 am fasting. The customer's expected blood results are 90mg/dl fasting. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. Meter to meter comparison 1: dr's device 176 (B)(6) 2015 12:00:00 am fasting. 2: true 2 go 127 (B)(6) 2015 12:00:00 am fasting. The customer's expected blood results are 90mg/dl fasting. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.